Manufacturer narrative:
(B)(4). The device was returned for evaluation. Approximately ~3mm of tip has been broken off, consistent with interface during usage. The broken of portion was not returned for analysis. Shaft hardness confirms hardness is within print specification. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. Shaft assembly pins also broken, consistent with excessive force. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior revision surgery at l2-s1 to treat an adjacent level from original surgery. After removal of the original construct, manufactured by another company, the patient underwent re-instrumentation with screws. While implanting a screw at the right side of the l4 pedicle the tip of the screwdriver broke. The surgeon did not feel comfortable advancing the screw any farther so it remained a few millimeters higher than the adjacent screws. The tip of the driver was removed from the patient. No patient complications were reported.